Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two lead extensions from the same lot number. It was reported during a programming session, both of the patient's scs leads exhibited high impedance and the patient was unable to increase the amplitude and receive effective stimulation. Surgical intervention was taken and intraoperative testing confirmed the high impedances were present in both of the lead extensions. The physician replaced both of the lead extensions. The patient's therapy was resumed and the issue was resolved.